Event description:
It was reported the patient would like to have her scs ipg removed. The patient stated she has experienced recharging issues with her scs ipg. It is undetermined what the patient meant by "recharging issues." Surgical intervention may be undertaken at a later date.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.